Event description:
Following a pre-placement angiogram, an attempt was made to deploy the angio-seal device. Difficulties were experienced and the deployment was unsuccessful. The pt experienced bleeding and a vagel episode and developed a hematoma. Surgical intervention was required to evacuate the hematoma from the right groin. It should be noted that the pt has a bleeding disorder requiring vitamin k supplementals on a regular basis. The pt did not inform the hosp of this bleeding disorder prior to the event.